Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal half is embedded with a coiled metallic material consistent with essure') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "ablation and insertion performed on same day". The patient's medical history included menorrhagia and menses irregular. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal half is embedded with a coiled metallic material consistent with essure') in an adult female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "ablation and insertion performed on same day". The patient's medical history included menorrhagia and menses irregular. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative laparoscopy, bilateral robotic salpingectomy with cornual resection and repair). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.